Manufacturer narrative:
A field service engineer checked the console in the health care facility and found that the swm (switching modules) were damaged. Most likely the damaged switching modules could have affected the device performance leading to the event experienced by the customer, therefore the allegation was confirmed. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a bladder stone cystoscopy, the device was showing error 87, 269 and 253. The wall outlet was checked, unplugged replugged, restarted, still get error codes. No patient complications were reported. The procedure had to be aborted and the patient will have to return to the operation room at a later date to finish the treatment. No patient complications were reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.